Event description:
Lifesite port (distal) removed secondary to infection. Pocket incision dehiscence with serosanginous drainage accompained with severe hypotension. Physician than removed port stated that he discarded it.